Event description:
The surgeon had performed a right medial unilateral partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee system (mck) on (B)(6) 2011. Mako surgical was made aware on (B)(6) 2012, that a pt had a post-operative infection after having a makoplasty unicondylar knee replacement using restoris mck. The surgeon elected to perform an incision and drainage procedure (known as an I and d) and exchanged the restoris mck polyethylene component.

Manufacturer narrative:
As part of normal complaint follow-up, an investigation was performed at mako surgical with regards to the robotic arm interactive orthopedic (rio) and restoris mck. During the procedure the surgeon made the suggestion to the pt that he would benefit more from a total knee arthroplasty, however the pt insisted on receiving the partial knee replacement. The pt was highly active after surgery and thus non-compliant to post-surgery protocol. This likely contributed to the surgeon's finding of loose cartilage fragments in the pt's joint. The surgeon did not believe that the rio or the mck implant system caused or contributed to the need for the revision.